Event description:
The following information was reported to davol by the patient. It is alleged that on (B)(6) 2012 the patient was implanted with bard/davol flat mesh during inguinal hernia repair. On (B)(6) 2013 the patient reports that he was hospitalized for colitis infection. The patient alleged that he has experienced swelling at the incisional site, severe pain that radiates down his leg, and into his scrotum during sexual intercourse. The patient has not followed up with a medical professional since surgery, nor has he had any diagnostic testing in relation to these symptoms. He states he is uninsured and can not afford to seek medical care. An MDR is filed as the patient describes the pain as chronic and radiating which may indicate that this is nerve related and could require medical treatment in the future.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient has not followed up with a medical professional since surgery, no has he had any diagnostic testing in relation to these symptoms. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date.